Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump device had a ripped and bubbled downstream occlusion seal. The event occurred during testing.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported customer complaint about a damaged downstream occlusion seal confirmed through visual inspection. Upon further investigation, it was found that the downstream occlusion (dso) seal was damaged. The dso seal was replaced. The device passed all functional testing after repairs. Review of service history found no service within the last 12 months. Review of event log found no relevant information.